Event description:
It was reported to philips that control tsm and geo down due to software fco issue on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced touchscreenmodule with win10 license, clea extension board 2, and luc board v4, and upgraded software to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).